Event description:
It was reported that the right ventricular (rv) lead exhibited non-physiological noise for a brief period 10 days post op of the new implant. They were not able to reproduce noise with isometrics. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Two non-sustained tachycardia episodes with v-v intervals <(> <<)>200 ms occurred on 04dec2014 and 14dec2014. (Episodes 5, 6, and 7 are essentially the same episode.) There were a total of 18 v-sics. (B)(4).